Event description:
Caller reported a cartridge alarm 20, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process and was not previously reported with this pump serial number. The caller was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.